Event description:
It was reported that the patient's right ventricular lead exhibited defibrillation impedance that was high and out of range. No procedure has been done as of yet. The patient is reported as stable and reported no complaints.

Event description:
New information received notes that the right ventricular (rv) lead continued to have high defibrillation impedance. On (B)(6) 2022, the physician elected to explant the rv lead without replacement. The patient condition was stable.